Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomy was challenging with an a2 flail and 2 ruptured chords. The quality of the echo images was suboptimal and the clip visibility was very poor. The views were not able to be improved; therefore, it was very difficult to verify the leaflet insertion. The decision was made to deploy the clip and immediately after the deployment the clip detached from the posterior leaflet, but remained attached to anterior leaflet (slda). The decision was made to place a second clip to secure the slda clip. Placement of the clip was difficult due to the further degrading quality of the echo images and because the patient was in atrial fibrillation. After many attempts at grasping, the second clip was deployed far from the first clip. Although it did not really stabilize the first clip, the decision to deploy the second clip was determined to be the right decision. Mr was only slightly reduced to 3-4. There was no adverse patient sequela or a clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (chordae rupture) and user technique/procedural circumstances (poor imaging). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.